Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally delivered a bolus of 10 units instead of a 1 unit bolus. The customer's blood glucose level was in the 300's (mg/dl). The customer acknowledged that the reported issue occurred due to accidentally overriding the recommended bolus calculation.